Manufacturer narrative:
(B)(4). Correction: part# changed from 1005351h to 1005357hj evaluation summary: evaluation of the returned guide wire found that it was returned without any blood or contrast visible. The core was separated 23.9 cm distal to the proximal end of the polymer coating, confirming the reported separation. The polymer coating was separated 2mm distal to the core separation and was jagged at the separation, which suggests that the separation may be related to material stress or fatigue. The distal end of the core was protruding through a tear in the polymer coating 2.5 mm proximal to the distal end of the polymer. The distal end of the core was curved in a hook shape for a length of 4 cm. The core and polymer distal end was not returned. There were multiple bends in the core 91 cm distal to the proximal end for a length of 20.5 cm. The returned portion of the guidewire was sent to the scanning electron microscopy (sem) lab. The sem analysis revealed that the core failure may be attributed to ductile overload at a bend. Guide wire separations may occur when the distal end of the guide wire is subjected to tensile or torsional loads beyond its design limits causing it to detach. Typically, the fracture site morphology shows the wire was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued would require the wire to be trapped, possibly within another device or in the anatomy in order to create the required forces to damage the wire as described. Any attempts to move the wire in a trapped state would have then likely resulted in the reported guide wire separation. In this case, it is possible that the guide wire may have interacted with the other devices or anatomy during the procedure and became bent while attempting to position, which may have weakened the wire so that when it was subsequently pulled and manipulated the wire separated at the bend. The additional bends and curved core found during analysis are likely a result of the procedure or from handling after the procedure, possibly while packaging for shipment back to abbott vascular. No damage to the guide wire was reported prior to use, which would indicate that the damage was likely not pre-existing. In this case, it was reported that the guide wire was used to place a pacemaker lead and it should be noted that the product instructions for use (IFU) states: this device should be used only by physicians trained in angiography and percutaneous transluminal coronary angioplasty (ptca), and / or percutaneous transluminal angioplasty (pta). While it is unknown if this may have contributed to the reported difficulties, it is possible that the wire interacted with the pacemaker lead during the procedure causing it to detach. In this case, the detached portion of the guide wire remains in the patient. In order to ensure that tip separation does not occur as a result of a product quality deficiency, manufacturing performs a non-destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. A review of the lot history record was performed and indicates that this lot met all manufacturing release requirements and there are no non-conforming material records associated with this lot. In this case, the reported difficulties and damage found during analysis appear to be related to the circumstances of the procedure and there is no indication of a product quality deficiency. Since the reported difficulties and damage appear to be related to the circumstances of the procedure, and there is no indication of a product quality deficiency, no corrective action will be implemented. Product performance engineering will monitor the incident circumstances.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during off label use in an attempt to place an lv pacemaker lead in a coronary sidebranch, the tip of the guide wire separated. The were no unusual events prior to the guide wire separation. The tip was not retrieved and it was thought have migrated to the pulmonary vein or pulmonary artery. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use - (B)(4). The device is expected to be returned for evaluation. It has not yet been received.